Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker and right atrial (ra) lead exhibited noise and pacing inhibition. Boston scientific technical services discussed sensitivity and different programming options. The system remains in service. No adverse patient effects were reported.